Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead exhibited high capture threshold. The lead was explanted. The patient condition was unknown.